Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 5 unspecified bd safetyglide syringes separated from the needle during use. The following was reported by the initial reporter: it was reported via survey response that the clinician experienced needle detaches from syringe (2), unable to aspirate medications (2), needle dull/blunt (5), needle pulled out of hub (3).